Manufacturer narrative:
(B)(4). The device was subsequently explanted and replaced. The device was sent to the hospital pathology and has not been returned, however is expected to be returned at some point. When additional information becomes available, this report will be updated.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Remote home monitoring data showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. It was noted the patient is not dependent on pacing.

Manufacturer narrative:
The device remains in service at this time. This report will updated upon receipt of additional information.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to low voltage capacitors connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.